Event description:
Stryker flow 2 - disposable suction / irrigator without disposable tip was noted to be leaking fluid from the battery pack area. A second device with a different lot number was used with this same result. No pt harm. FDA safety report ID# (B)(4).